Manufacturer narrative:
Section d4, h4: additional information investigation summary: a correlation between the device and the reported intraparenchymal hemorrhage cannot be conclusively determined. The patient experienced neurologic dysfunction, a headache with blurred vision, numbness and tingling in their arms. The patient was hospitalized, and a CT scan was performed which revealed an acute right intraparenchymal hemorrhage in the setting of hypertension. Changes were made to the patient¿s medications and their blood pressure was controlled. Following observation, the patient¿s status improved, and the issue reportedly resolved on 22jan2019. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists bleeding, stroke, and neurologic dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient presented with the complaint of a headache for 3 days with blurred vision, numbness, and tingling in their arms. A right intraparenchymal hemorrhage in the setting of hypertension was identified. A computed tomography (CT) scan was done at the hospital, where the patient was admitted and their medications were changed. The patient was under observation and their blood pressure was controlled. The patient improved and the issue reportedly resolved on (B)(6) 2019. There were no reported alarms.